Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the physician punctured the pt's left femoral artery and inserted the sheath and dilator. He then attached the blue one-way valve and vacuumed the intra-aortic balloon (iab) twice inside of the tray to wrap the iab tightly. He then grasped the catheter closely and removed it from the tray per the instructions for use. During iab insertion, the iab stopped advancing. The physician tried to advance the iab carefully, however, he could not pass it through the sheath due to critical resistance. As a result, he removed the sheath and iab together from the pt and opened a new iab kit. The second insertion was successful. Additional info received on 11/01/2010 from the distributor stated that "the saf sheath was used in this event. Also, the same insertion site was used for both insertions." There were no reported complications, injury or death. There was a 5 minute delay/interruption in therapy. There was no excessive bleeding and the pt is fine.